Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 444 mg/dl. Customer did feel ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 391 mg/dl. Customer blood glucose reading at the time of the incident was 391 mg/dl. Customer started high blood glucose reading stared few weeks ago. Customer report upset stomach but not sure if the cause was high blood glucose reading. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose reading with insulin pump. Customer stated the infusion set was changed on (B)(6) 2017. Customer did not mention if the cannula was bent. Customer stated the drive support was normal. Customer did mention any air bubbles and leaks. High pressure test was not performed. Products will not be returning for analysis.